Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. A 3.00mm x 12mm nc emerge balloon catheter was then used, but also ruptured upon inflation at 14 atmospheres. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon is loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that there is a pinhole in the balloon at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. A 3.00 mm x 12 mm nc emerge balloon catheter was then used, but also ruptured upon inflation at 14 atmospheres. There were no patient complications reported.